Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that since last week they have been seeing a message on their recharger that says settings not available, cannot provide desired intensity settings. Caller stated that the message has been intermittent but now they can't make any adjustments. Caller stated the implant is currently at 30% but added that they have seen the message when the implant battery is at 100% as well. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received reporting that beginning a couple of weeks ago, the patient was feeling intermittent increase pain levels. The caller reported that the patient reached out to them yesterday for today's appointment. The caller reported the patient was seeing settings not available cannot provide your desired intensity settings. The caller reported that the patient denies any fall or traumas. The caller reports when they ran electrode impedances 0-15 are showing 19-22k ohms range, the caller reports the patient needs to cover for their bilateral leg and back pain. Electrode impedances are the following: reference 3: contact 2- 40k ohms. Reference 2: all 40k ohms reference 0: all 19k ohms reference 1: electrode 8: 16k ohms reference 5: electrode 12: 4100 ohms. Reference 6: electrode 5: 4400 ohms and electrode 13: 4k ohms reference 7: electrode 14: 4100 ohms using electrode 5/12, caller reports its slower to increase stimulation, but was able to feel stimulation on both of their feet/ankle area to mid-thigh. Using 6/13l patient felt no stimulation at 11-12ma. The caller redirected the patient's healthcare provider (hcp) and x-ray was recommended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep). The rep called in after a pocket revision/exploratory surgery was done today. Pre-operation, all impedances were showing orange per caller. During the surgery, the hcp opened up the pocket, removed the ins, and disconnected both leads and then reseated them. Impedances were normal when conducted, except for #2 which showed as high. The hcp switched lead ports and the high impedance followed the leads (i.e. #10 was high). Per caller, impedance stayed consistent after the leads were coiled and the ins was placed back into pocket. They were in the 2000-3000 range. They are now post operation, and patient services reviewed those impedances are still elevated, but to use electrodes that have the lowest impedances. Patient services cautioned that patient may be susceptible to "settings not available" message due to elevated impedances. It was added that the patient had a history of high impedances including after implant.